Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases flat and opening curved. Leak test and microscopic analysis was performed which identified: valve crack, delamination on valve (approximately 15%), wear abrasion, striated opening on anterior and particles white in the shell. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a delamination partial of the valve (cohesive failure), and a striated opening due to surgical damage consist in the use of some surgical tool. The reason for removal was deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.